Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Boot was performed and passed. Charge was performed and passed. Functional testing was performed and passed. Comm tool vibrator testing was performed and passed. "Try it" testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Vibrator measurements was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.